Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed or duplicated by baxter service personnel. No root cause was identified and no repairs needed for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed the device was not previously sent in for the reported condition; however, during re-certification on 11/09/2010 and 3/05/2007 the batteries and harness were replaced per procedure, as well as during upgrade on 5/30/2007 the main batteries were replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.